Event description:
The pt had impedance reading of > 4000 ohms on several unipolar pairs during a routine follow-up. The pt experienced 50% benefit from her therapy and reported no change in her therapy response. There was no trauma or accident. An x-ray done in (B) (6) 2009 showed no concerns. The pt was programmed to lead combination c and 2 with an impedance of 411 ohms. Additional info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).